Event description:
It was reported that the customer was hospitalized for dka. It was stated that the customer found a leak at the luer connector between the reservoir and the infusion set which appears to be cause of high bgs.